Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and oversensing noise, resulting in multiple inappropriate therapies being delivered. A lead fracture was confirmed. The lead was reprogrammed and removed and replaced the following day. No further patient complications have been reported as a result of this event.